Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's friend/family member regarding an external device. Caller reported its difficult to position the recharger (rtm) on the body to find the right spot to charge the implantable neurostimulator (ins). Caller stated patient have to lay flat with the rtm to get excellent or good because it is the only way to charge up the ins. Caller stated they can feel the ins and that's how they place the rtm in the area to charge. Caller stated they spoke with their healthcare provider (hcp) about the issue and hcp said the ins is position correct in the body. Caller stated thisissue start probably a month after the implant was placed. Patient service asked caller to inspect the recharger for damage and caller said there is no visible damage to the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Patient services (ps) reviewed device function and reviewed a new rtm may not resolve the issue and they will need to discuss with hcp office if necessary. No symptoms were reported. On (B)(6) 2024 caller reported the patient (pt) has always had issues charging because of the placement of the ins, caller stated maybe the ins is too deep, but so challenging to pick up anything. Caller stated so positional. The reason for call was caller stated that patient has to lay flat in order to get any signal. Caller states pt was sent new paddle, but continues to struggle with this.